Event description:
The pt's (B)(6) scs system includes a percutaneous leads implanted on (B)(6) 2010. It was reported surgical intervention was undertaken to reposition the pt's leads; however, during the procedure, it was discovered the leads were encased with scar tissue and were damaged upon de-tangling. As such, the leads were replaced. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.